Manufacturer narrative:
Section d7: correction. Section d4: additional information. Section h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed the report of an outflow graft obstruction; however, a specific cause for the reported infection and pump erosion through the skin could not be conclusively determined through this evaluation. The patient¿s pump was explanted and (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned unattached from the outlet elbow, and the sealed outflow graft bend relief was returned disengaged from the graft attachment. The sealed outflow graft was returned severed approximately 3¿ from the graft attachment. 6 sections of the outflow graft with bend relief material were returned, measuring approximately 0.5" in length each. 2 sections of only graft material were also returned. The interior of the outflow graft and graft attachment appeared to have been occluded with a resin-like material. The 3¿ section of graft revealed a potential crease, and the accumulation of tissue on the exterior of the graft suggests that this distortion was present for an undetermined period of time during support. The black line on the graft did not reveal evidence of a twist. Some of the graft sections also revealed a reduced cross-sectional area of the blood flow path with the presence of tissue between the outflow graft and bend relief. This could further indicate a reduced blood flow path while the pump was supporting the patient. The observed distortion in the outflow graft appeared significant enough to obstruct the flow of blood, which could have potentially contributed to a flow issue; however, an exact duration that the distortion was present during support could not be conclusively determined through this evaluation. Visual inspection of the blood contacting surfaces of the pump did not reveal any developed depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists pump pocket infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a pump infection and was initially admitted on (B)(6) 2019. The infection was 2 colony-forming units of staphylococcus epidermidis, 1 positive coryneform gpr, and 2 positive propionibacterium acnes. The surgeon did not use the pump pocket at the time of hm2 implant in 2011. The patient's outflow graft was occluded with buildup of clot between the rigid bend relief and the outflow graft which caused compression of the outflow. This was confirmed on computed tomography angiography and visual inspection in the operating room. The physician confirmed that the pump had eroded through the skin previously since no pump pocket was used. The pump was explanted successfully in the operating room and the patient was placed on ECMO with left ventricular vent. The patient was re-implanted with an hm3 pump on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.